Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that 260 days following a coronary artery stenting procedure, the pt developed in-stent restenosis. The express2 stent was implanted in the mid rca (right coronary artery). The pt underwent cardiac catheterization 260 days following the initial procedure which revealed a 100% in-stent restenotic lesion in the rca. During the procedure, it was noted that difficulty crossing the lesion with an unk wire was encountered leading to a dissection of the proximal rca. The pt was to be observed with serial ecgs and re-evaluated for the need to revascularize the rca. The pt was asymptomatic following the procedure. The event was reported to be resolved without residual effects on day 261.